Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was no phacoemulsification from the handpiece during surgery. The surgery was completed with another handpiece. There was no patient harm.

Manufacturer narrative:
Additional information is provided in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Handpiece (hp) #1 no further information was able to be obtained from this customer. However, the first phaco handpiece was returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 3, 2016. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The handpiece was connected to a calibrated system and tuned. The handpiece passed tune. The handpiece was functionally tested at 100% power for 5 minutes. The handpiece could not pass test. The phaco power, generated by the handpiece, slowly decreased and eventually stopped during test. The handpiece was attempted to be re-tuned. The handpiece could not tune and caused the system to generate a system message (sm). The connections between components on the handpiece were checked. The connections between the components were found to have electrical shorts, suggesting moisture ingress between the components. The handpiece was disassembled and inspected. Water was found inside the handpiece. No additional test was performed. The cause of the reported event can be attributed to the water ingress. However, how the water got inside the handpiece remains inconclusive. Handpiece (hp) #2 no further information was able to be obtained from this customer. However, the first phaco handpiece was returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 17, 2016. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The handpiece was connected to a calibrated system and tuned. The handpiece passed tune. The handpiece was functionally tested at 100% power for 5 minutes. The handpiece could not pass test. The phaco power, generated by the handpiece, slowly decreased and eventually stopped during test. The handpiece was attempted to be re-tuned. The handpiece could not tune and caused the system to generate a system message (sm). The connection between the components on the handpiece was checked. The connections between components were found to have (B)(4).